Event description:
It was reported that the customer had a crack on the insulin pump. Customer's blood glucose level was 48 mg/dl. Customer treated by drinking coke. Customer noticed the crack a couple weeks ago. Customer stated that the damage was at the top of the reservoir compartment. Customer declined troubleshooting. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.